Manufacturer narrative:
(B)(4). G2: switzerland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that after inserting the meniscus needle into the meniscus, the doctor triggered the instrument for the first time. It looked as if he had pulled the instrument back because we saw the implant on the meniscus. He then pushed the instrument further into the meniscus. When he pulled the needle out of the meniscus to use it a second time, we saw that the tip was missing. Two parts of the tip were fractured off. He was able to get out the smaller piece. However, he had to remove the larger piece via an additional posterior portal. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h4, h6, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was a 20 minute delay in the procedure to retrieve the fractured pieces.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10. The reported fracture event is confirmed from product return. The reported anchor not deploying event is not confirmed. Visual examination of the returned product identified the device returned was cycled 2 times and there were no sutures or anchors returned with the device. The needle tip has fractured with 2 fragments returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Reported product information match the label included in provided picture. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.